Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient was getting a low reading of 50 mg/dl and when he did the fs it was at 150 mg/dl. He took a shot of insulin (lantus) and went to the hospital around 12 midnight. The patient said he felt no symptoms and was fine; he had to go the hospital since he was wondering why the mobile device was giving him a low reading. At the hospital his egv was around 50-60 mg/dl and his bgm was around 150-160 mg/dl. He stayed at the hospital for a few hours and was given 1 bag of IV and was discharged around 5-6am. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.